Manufacturer narrative:
The insulin pump was returned with a cracked and bleeding liquid crystal display screen. Testing could not be performed due to the physical damage.

Event description:
It was reported that the customer was hospitalized with a blood glucose reading over 700 mg/dl. It was also reported that there were cracks on the insulin pump that resulted from the insulin pump being dropped on a previous hosp visit. Troubleshooting could not be performed because the insulin pump was without battery power. Nothing further was reported.